Event description:
It was reported that, "pt complained her knee felt too tight. Doctor removed the scar tissue and did a lateral release. Reinserted another 4-9 insert ps".

Manufacturer narrative:
An eval of the device cannot be performed as the device was kept by the pt and was not returned to the manufacturer. X-rays and medical records were requested but not made available due to hospital policy. If device or additional info becomes available, the eval summary will be submitted in a supplemental report.